Event description:
It was reported that the patient presented with withdrawal symptoms. The healthcare provider (hcp) was unsure whether the pump was "running out of battery" or if drug was the issue despite have the low reservoir alarm set to 3ml. The patient experienced symptoms of vomiting beginning the morning of the report. The reporter stated "it's pumping faster than I think it used to". The low reservoir alarm had previously been set to 1ml and then 1.5ml and the pump was running out early, which was why the low reservoir alarm was set to 3ml. The reporter stated that the patient used a personal therapy manager (ptm). The reporter stated that upon refill "there's drops in there basically". The hcp refilled the pump with 40ml and gave the patient a 2mg bolus. The reporter stated that during past refills the pump had also ran out early but the patient was asymptomatic. The hcp was to replace the pump in a month from the report due to end of life. The device system was used to deliver morphine and dilaudid. Additional information has been requested but was not available at the time of the report.

Manufacturer narrative:
Product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).